Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during a bile duct stenting procedure on a (B) (6) female patient. According to the complainant, although a dilatation procedure was performed prior to stent placement, difficulty was experienced crossing the lesion with the wallflex biliary rx uncovered stent system. The crossing took approximately 30 minutes due to the stenosis in the duodenum. Excessive force was not used during the attempts to cross the stenosis. The stent was partially deployed just before reaching the deployment limit marker. However, the stent could not be re-sheathed into the outer sheath for repositioning. The device was removed through the scope. Multiple kinks were noted on the outer sheath after removal. The procedure was completed with another wallflex biliary rx uncovered stent system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (4). (Failure to resheath, partial development). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).